Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial impedance measured at 209 ohms on (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead exhibited a low impedance measurement one day after implant. The lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.